Manufacturer narrative:
Returned product consisted of a ranger drug coated balloon catheter from batch 24345629-120. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 9mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon rupture had occurred. A lower extremity angiogram was being performed on a 50% stenosed, minimally calcified lesion in the superficial femoral artery. The 4.0 x 150mm ranger balloon ruptured at ten atmospheres. The procedure was successfully completed without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A lower extremity angiogram was being performed on a 50% stenosed, minimally calcified lesion in the superficial femoral artery. The 4.0 x 150mm ranger balloon ruptured at ten atmospheres. The procedure was successfully completed without issue or patient injury.